Event description:
It was reported that the patient was admitted urgently with an acute myocardial infarction (mi). There was no blood flow noted to the left anterior descending (lad) artery. The physician placed guide wires in the lad and diagonal artery and performed pre-dilatation using an unspecified dilatation catheter. Some blood flow was re-established in the lad and the physician then advanced a 4.0 x 33 mm xience prime to the target site. The stent delivery system balloon was inflated and the stent was deployed. Post stent deployment, there was no flow and a perforation was noted. A 3.0 x 16 mm graftmaster stent and a 4.0 x 19 mm graftmaster stent were deployed in the lad. The perforation was sealed; however, there was no flow in the lad. Thrombus was suspected and several passes with an aspiration catheter were made; however, no thrombus was found. The patient was placed on a balloon pump. A septal tear was noted on echocardiogram, presumed to be caused by the mi. The patient condition remained unstable. On (B)(6) 2012, the patient was discharged to another facility per patient preference. A coronary artery bypass graft procedure was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 16 mm and 4.0 x 19 mm jostent graftmaster stents are being filed under separate manufacturer report numbers. There were no reported product deficiencies. The reported patient effects of occlusion, perforation, and surgical procedure (coronary artery bypass graft) are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.